Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with folds/wrinkles on left eye (os) at 4 day post-operative exam. The brief description from the account indicated that striae was noted. The patient¿s comment was that had foreign body feeling in the eye. To resolve issue, the flap was re-lifted. The patient¿s symptoms have been resolved. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -5.25 x -1.50 x 15, left eye pre-op 20/20 -5.00 x -1.75 x 165.